Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving hydromorphone of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient was going to be getting the pump removed and the healthcare provider (hcp) was decreasing the medication so slowly. The patient wanted to know if there was something they could put in the pump to keep it running. It was further reported that the pump worked for 3 months but then the patient went back to the same thing of being in pain, because they did not want to put enough medication in the pump. It was described that they would increase the medication enough "to help a baby with a sliver". This had all started about 3 to 4 months post pump implant. The date 2018-jul-01 is considered an approximate date of event (specific year known only).